Manufacturer narrative:
No further information was provided by the reporting facility. Device not available.

Event description:
It was reported that while transporting a patient, the ambulance had a side impact collision and the bar of the stretcher broke off from the stretcher and lock mechanism. It was reported that this caused injury to both patient and emt that were in the patient compartment of the ambulance. This event is being reported due to the injuries being reported to the patient and caregiver during device use.

Manufacturer narrative:
The patient received 2 broken ribs and capillary nerve damage to left leg. The emt had compartment syndrome in left lung from patient and stretcher hitting them. Device not available.

Event description:
It was reported that while transporting a patient, the ambulance had a side impact collision and the bar of the stretcher broke off from the stretcher and lock mechanism. It was reported that this caused injury to both patient and emt that were in the patient compartment of the ambulance. This event is being reported due to the injuries being reported to the patient and caregiver during device use.